Manufacturer narrative:
Co tested the device and observed the energy selection up or down control would not respond, resulting in the defibrillator remaining set at 200 joules. Additional tests found several pins on the therapy connector receptable did not meet current specification for pin depth, resulting in intermittent contact between the therapy module and the receptacle. The defibrillator was replaced with a new device and will not be returned to the customer for use.

Event description:
Ems personnel were attempting to monitor a pt exhibiting traumatic wounds to the chest and abdomen. Allegedly the monitor intermittently displayed excessive artifact making the pt's ECG rhythm difficult to discern. The monitoring electrodes were replaced three times with no result. The pt was treated and released. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.